Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly during the broaching phase, on the femoral side, the distal part of the instrument was broken.